Manufacturer narrative:
Patient demographics (age at time of event, date of birth, weight) were requested but not provided. This is one of three submission from the same patient case. The other are 1220246-2016-00265-line 157610, 1220246-2016-00267-line 162710. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation therefore the complainant's event could not be verified. Device history record review revealed nothing relevant to this event. As stated in the event description the revision from a uka system to a tka system was due to the deterioration of the patient's condition this is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Unknown device disposition.

Event description:
It was reported that patient underwent a right uka procedure on (B)(6) 2015. Patient underwent a revision procedure on (B)(6) 2015. Surgeon informed sales rep that the revision from a uka to a tka was due to the deterioration of the patient's condition. The following uka parts were explanted during the revision procedure: uka tibial bearing, ar-501tbd0 lot 77941146, uka tibial tray, ar-501-ttrd lot 108761131, uka femoral implant, ar-501-ufrd. The patient was converted from a uka to a right tka during the revision procedure using arthrex products. Both procedures were performed at the same facility.